Event description:
A v-go patient reported that a v-go device came loose when she was shopping on (B)(6) 2026, and she noticed that the needle end had come loose and was poking her. She applied adhesive tape to hold the device on. The patient confirmed she followed the preparation instructions, and she stated that the adhesive did not seem sticky enough. The patient advise she had retained the complaint device and would return it for evaluation.